Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the drug solution failed to come out of the bd micro-fine¿+ pro pen needle during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "needle clog: the drug solution didn't come out".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 03-may-2022 . H6: investigation summary one open 32g x 4mm pen needle sample was returned from lot. 1027028 and one open 32g x 4mm pen needle sample from lot. No. 1055342, cat. No. 320559 along with six photos. Visual examination was carried out on the open sample from lot. No. 1027028 and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. Visual examination was also carried out on the returned sample from lot. No. 1055342 and a hooked cannula was observed, a clog test as per q-sop-183-dl was also carried out and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the drug solution failed to come out of the bd micro-fine¿+ pro pen needle during the injection. The following information was provided by the initial reporter, translated from japanese to english: "needle clog: the drug solution didn't come out".